Manufacturer narrative:
As reported, following implant of the perfix plug, the patient is experiencing post-op pain. Based on the information provided to date, no conclusion can be made as to the degree to which the bard device, may be causing or contributing the patient¿s reported postoperative symptoms. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december, 2018. Note, the date of event is provided as a best estimate based on the date of awareness of the reported event. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, the patient had a bard/davol perfix plug, large implanted on (B)(6) 2019 and is experiencing post-op pain. As reported, the surgeon was trying to rule out if there was a problem with the mesh or something else.